Event description:
It was reported that the procedure was performed on (B)(6) 2026, to treat a lateral anterior descending artery and circumflex artery lesion. A 2.5x23 mm xience skypoint stent, 3x18 mm xience skypoint stent, 3x28 mm xience skypoint stent, and a 3.25x15 xience skypoint stent were implanted without issue. On (B)(6) 2026, the patient returned with myocardial infarction. Occlusions were noted inside the stents. Intervention was performed however the patient died on (B)(6) 2026. The physician states that none of the implanted stents are responsible for the patient's death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects of myocardial infarction and occlusion, and the relationship to product, if any, cannot be determined; however, the subsequent unexpected medical intervention and hospitalization appear to be related to the operational context of the procedure. The reported patient effects of myocardial infarction, occlusion and death are listed in the xience skypoint, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling;. D4: a partial UDI was provided as the lot number is not known. The additional xience skypoint stents referenced in b5 are filed under separate medwatch report numbers.